Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the metal insert found no manufacturing deviations or anomalies. A search of the complaint database found no prior reports for the metal insert part and lot number combination. Review of the device history records and/or a complaint database search was not possible as the product and lot code required for the head was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that patient has experienced pain.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update: 02/06/2017 transfer (B)(4). Pfs and medical records received. After review of the medical records for MDR reportability, alleges total in body infection, fatigue, severe pain, when lying down, sitting, standing, walking distance of 50 yards, stopping for 15-20 minutes. Patient revised for infection of right hip. Admitting h&p indicated that patient self-medicates with im dilaudid and phenergan for migraine headaches, and routinely injects into right gluteus muscle, having done so for past two years. He denies having gotten infections in the past. Hip aspiration identified positive infection. Revising surgeon indicated "purulent material discharged from the wound upon capsulotomy". Stem and cup well fixed. Head and liner revised. No indications of metallosis or osteolysis. Metal ion labs available are < 7.0 ppb. Part/lot updated for previously unknown femoral head.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.